Manufacturer narrative:
Device was discarded and not returned.

Event description:
The patient was undergoing a pantheris atherectomy procedure for an 80% stenosed mid sfa lesion. The procedure started with insertion of a 4 mm spider filter wire down the sfa and the filter was deployed in the lower extremity vasculature. The pantheris catheter was then inserted over the spider filter wire and atherectomy was performed. After a few cuts, the pantheris was removed for cleaning. A post-atherectomy angiogram revealed loss of blood flow down the sfa. The physician believed this was most likely due to thrombus, so an angiojet (thrombectomy) procedure was performed. Post-thrombectomy angiogram revealed this was in fact a flow-limiting dissection, not thrombus causing the blood flow issue. A review of the initial (pre-pantheris) angiograms revealed the dissection most likely occurred as the spider filter wire was being placed. The spider filter wire had been inserted and tracked down the dissection plane, which is the same plane the pantheris catheter was tracked down. The physician attempted to treat the dissection with a fogarty embolectomy balloon, to no avail. A cut-down was performed and the dissected vessel was further treated with the fogarty balloon with success. The patient tolerated the procedure well and there were no further complications. No device malfunctions were noted on the pantheris catheter.